Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to post trauma. Patient is alleging tilt, vena cava perforation, organ perforation and embedment. The patient further alleges limited activities, sharp pain in abdomen and back.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 patient code(s): pain (1994) and vessel or plaque, device embedded in (1204) were added in addition to the previously submitted patient codes. H6 device code(s): entrapment of device (1212) was added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, pain and limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain and limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿findings: the patient is status post placement of an inferior vena caval filter which appears to be of the kimray-greenfield type. The apex of the filter is at the exact level of the drainage of the left renal vein into the inferior vena cava at approximately 5 mm superior to the drainage of the right renal vein into the ivc. There is no evidence of migration of the filter. It is positioned with the apex positioned at l1-2 disc space and the inferior aspect at the top of the l3 vertebral body. The long axis of the filter tilts anteriorly with the apex tilting anterior to the base. There is 16 degrees of anterior tilt relative to the long axis of the ivc. The apex of the filter is 4 mm from the anterior wall of the ivc. There are 12 struts noted. Four of the struts are longer than the other eight. There is perforation of the longest four struts beyond the wall of the ivc. The other 8 struts are not beyond the wall of the ivc. The 2 long struts on the right are noted and 2 long struts on the left. The anterior long strut on the right perforates 4 mm into the right perinephric fat adjacent to the lower pole of the right kidney. The posterior long right strut extends 9 mm beyond the wall of the ivc and extends approximately 3 mm into the right psoas muscle. The 2 long struts to the left - 1 anteriorly extends 4 mm beyond the wall of the ivc and extends into the wall of the 3rd portion of the duodenum. The posterior long strut on the left extends into tl1e cortex of the superior endplate ofl3 ve1tebral body. It is 8 mm beyond the wall of the ivc and is approximately 3 mm into the cortex of l3 superior endplate.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation - investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation and tilt . The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.